Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, ischemia, and restenosis are known as adverse events of coronary stenting as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated proximal left anterior descending (lad) artery with one xience v stent. On (B)(6) 2010, the patient experienced recurrent chest pain and was found to have a positive stress test with sensible anterior wall defect. On (B)(6) 2010, the patient underwent percutaneous revascularization in the index lad lesion and in another lesion. The event resolved and the patient was discharged on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.